Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered inappropriate tachy shocks due to myopotentials oversensing, according to technical services (ts) analysis. Ts indicated that the r-waves are small, and the device is not differentiating this with muscle noise. This was a known issue since implant and there was also low shock impedance measurements, but within normal limits. Subsequently, the vector was changed from secondary to primary configuration. However, the patient has recorded untreated noise events in this configuration as well, and alternate is not an option. Reportedly, the patient has been in the hospital recovering from a ventricular fibrillation cardiac arrest, before the s-ICD system was implanted, and due to the reported sensing issues the physician was considering using a life vest wearable cardioverter defibrillator along with the s-ICD. Ts indicated there are no known issues with this. It was recommended to perform evaluations to consider if a change in the electrode position is an option and reprogram the device treatment zone. Although, no guarantee that this would eliminate the possibility of additional inappropriate therapies. Both the s-ICD and the electrode remain in service and no additional adverse patient effects were reported.